Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the mobile core of a mobi-c implant migrated from between the plates while the cartridge was being removed intra-operatively. The device was removed and replaced to complaint the procedure without patient impacts.

Manufacturer narrative:
Device evaluation visual inspection revealed the device was received completely disassembled and returned with a second peek cartridge. A functional evaluation was performed and found that the device was able to be reassembled and disassembled with both returned cartridges. Potential cause root cause was unable to be determined. This event could possibly be attributed to off-axis forces applied during insertion, turning the knob the wrong way, or not properly attaching the implant to the inserter initially. DHR review per DHR review, the part was likely conforming when it left zimmer biomet control. Device use this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that the mobile core of a mobi-c implant migrated from between the plates while the cartridge was being removed intra-operatively. The device was removed and replaced to complaint the procedure without patient impacts.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the mobile core of a mobi-c implant migrated from between the plates while the cartridge was being removed intra-operatively. The device was removed and replaced to complaint the procedure without patient impacts.